Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic valve, angiography indicated stenosis at the external iliac artery and an abdominal computed tomography (CT) indicated a hematoma at the access site. Subsequently, percutaneous transluminal angioplasty (pta) was performed and a stent was placed at the external iliac artery. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that hemoglobin changes related to this event also occurred. Hemoglobin at baseline measured 11.3 grams per deciliter (g/dl). The day of implant measurements of 10.7 g/dl and 8.5 g/dl were reported. The day following the valve implant a change from from 10.7 g/dl to 8.4 g/dl. Transfusion was not required. Event was considered resolved the same day as onset.

Manufacturer narrative:
Patient information - pt. Identifier: corrected to (B)(6) as reported on the initial medwatch ((B)(6) 2018). It was incorrectly changed and reported as unk on the supplemental medwatch submitted on 2018-11-06. Conclusion: vascular access related complications, such as hematoma and stenosis, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). Based on the information available, an assignable root cause of the vascular complication could not be determined and the relationship to the delivery catheter system (dcs) could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. A device history lot review was not required as the product event did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that each batch of devices met specification requirements prior to release from the manu facturing facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information updated: patient information, suspect medical device, initial reporter. If information is provided in the future, a supplemental report will be issued.